Manufacturer narrative:
H3 plant investigation: the blood pump module was returned without any visible damage. However, there were signs of dried fluid (unknown substance) on the bottom left side where the blood line connects. An inspection of the rotor showed that one of the rear guide sheaves (polymer sleeve) was deformed and loose. The sleeve was able to be removed from the guide pin. The guide pin appeared to have debris on it from the sleeve. There were no discrepancies with the other three guide pins and sleeves. The sleeve was inserted back onto the guide pin of the rotor and the blood pump module was installed onto a test machine. A patient test was performed in dialysis mode using water with fresenius¿s combi set bloodline. The returned rotor did not puncture the bloodline and there were no fluid leaks or air detector alarms during testing. The defective sleeve did not slip out from the guide pin and remained intact during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of testing, the reported complaint has been confirmed.

Event description:
A user facility reported that a hemodialysis (hd) patient experienced blood loss during their treatment due to a damaged blood pump rotor. Approximately thirty to sixty minutes into the patient¿s treatment, a patient care technician (pct) noticed air bubbles in the patient blood lines. The pct started to troubleshoot the cause of this when the machine began alarming with an air detected message. It became apparent that air was entering through a tear in the line within the pump. While troubleshooting the problem, blood started ¿squirting¿ from the blood line at the bottom left side of the blood pump. The patient¿s treatment was paused, and the blood was not returned. Estimated blood loss (ebl) was said to be 100 ml. The machine was removed from service and the patient resumed treatment on a different machine. A visible tear was identified in the tubing when it was removed from the blood pump. Blood lines are inspected for defects and damage prior to treatment initiation, and none were found during this particular inspection. The patient lost approximately thirty minutes of treatment time. However, it was confirmed there was no injury or adverse event, and no medical intervention was necessary. Following the event, the blood pump rotor on the machine was inspected for defects. The guide pins on the rotor were found to be bent. It was suspected that the blood pump rotor damaged the blood tubing. The facility¿s biomed replaced the blood pump module with a new one and the machine has been deemed ready for use. The old blood pump module was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a hemodialysis (hd) patient experienced blood loss during their treatment due to a damaged blood pump rotor. Approximately thirty to sixty minutes into the patient¿s treatment, a patient care technician (pct) noticed air bubbles in the patient blood lines. The pct started to troubleshoot the cause of this when the machine began alarming with an air detected message. It became apparent that air was entering through a tear in the line within the pump. While troubleshooting the problem, blood started ¿squirting¿ from the blood line at the bottom left side of the blood pump. The patient¿s treatment was paused, and the blood was not returned. Estimated blood loss (ebl) was said to be 100 ml. The machine was removed from service and the patient resumed treatment on a different machine. A visible tear was identified in the tubing when it was removed from the blood pump. Blood lines are inspected for defects and damage prior to treatment initiation, and none were found during this particular inspection. The patient lost approximately thirty minutes of treatment time. However, it was confirmed there was no injury or adverse event, and no medical intervention was necessary. Following the event, the blood pump rotor on the machine was inspected for defects. The guide pins on the rotor were found to be bent. It was suspected that the blood pump rotor damaged the blood tubing. The facility¿s biomed replaced the blood pump module with a new one and the machine has been deemed ready for use. The old blood pump module was available to be returned for manufacturer evaluation.